Event description:
Per the clinic, the patient requested the removal of device due to visor interference. Subsequently, the device was explanted on (B)(6) 2026. It is unknown if there are plans to reimplant the patient as of the date of this report.